Event description:
It was reported that the pump was not charging and the charging pad indicator kept blinking while the pad was connected to a power strip, and the user declined to try a direct wall outlet; the issue aligns with a charging problem involving the battery charger. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a power source problem associated with the charging process of the battery charger consistent with a charging malfunction. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.